Event description:
Boston scientific crm received info that this pt passed away. The pt had experienced a myocardial infarction (mi) earlier in the day. A boston scientific representative stated that they had implanted the leads and then the pt went into ventricular fibrillation (vf) and died before they were able to complete the implant. The associated pacemaker was never opened for implant, just the leads. There are no allegations against the product performance of the dextrus leads. The leads were surgically abandoned and will not be returned for testing. This issue will be re-evaluated if additional info is received.

Manufacturer narrative:
The device was not returned for analysis. The analysis is, therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.